Manufacturer narrative:
Conclusions: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. The device shows mechanical damages which are attributable to the removal surgery. This finding was expected, because according to the recipient report the device was explanted because of an extrusion of the implant through the skin, namely an inflammation above the implant site leading to exposure. Reportedly, the recipient has a very thin and sensitive skin flap, which might have caused the device extrusion in combination with use of the external device. A revision surgery was carried out to revise the skin flap, however the user was readmitted to hospital some time later because of an infection and was explanted of the device. It was confirmed that poor blood circulation was present around the implant, possibly contributed by the magnet strength. This is a final report.

Event description:
Reportedly on the (B)(6) 2019 the skin around the receiver coil was red, the magnet strength was changed from a #3 to a #1. Healing of the skin was confirmed one week later. On the (B)(6) 2019, because of the improvement, the magnet strength was changed to a #2. By the (B)(6) 2019 redness was found and the magnet strength was changed back to a #1; it was confirmed that the skin has become thin. By (B)(6) or skin necrosis was found around the magnet. On the (B)(6) 2019, because the receiver coil was exposed, the user went to hospital. On the (B)(6)the user had a skin transplant and the wound was sealed over. The user started wearing the processor again on the (B)(6) 2020 but by the (B)(6)the user was readmitted to hospital because of an infection. The user was explanted on (B)(6)2020 due to further extrusion of the device.

Manufacturer narrative:
According to the information received from the field an inflammation developed above the implant site, which resulted in exposure of the device on the coil site. Reportedly the recipient has a very thin and sensitive skin flap, which might have contributed to the device extrusion in combination with use of the external device. A surgery to thicken the skin flap has been performed successfully. The device remains implanted and in use. This is a combined initial and final report.

Event description:
Reportedly on the (B)(6) 2019 the skin around the receiver coil was red, the magnet strength was changed from a #3 to a #1. Healing of the skin was confirmed one week later. On the (B)(6) 2019 because of the improvement the magnet strength was changed to a #2. By the (B)(6) 2019 redness was found and the magnet strength was changed back to a #1, it was confirmed that the skin had become thin. The doctor emphasised that the user has particularly thin and sensitive skin. Although the main reason for the extrusion is the recipient's thin skin, the magnet strength also contributed to the event. On the (B)(6) 2019 because the receiver coil was exposed, the user went to hospital. No other problems with the users health have been reported. On the (B)(6) the user had a skin transplant and the wound was sealed over.